Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 60 was analyzed, and the reported failure was confirmed but not replicated. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house blue reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, the sureform 60 blue reload was returned to perform failure analysis. The reload was found to have lodged staples wedged in between the reload in front of the exposed knife. Visual inspection confirms there are 3 lodged staple pieces ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. The event caused partially or wholly by the user of the device including sample handling. Additional observation(s) related to customer reported complaint: the reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Visual inspection confirms there are 3 lodged staple pieces ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. The reload was returned attached to the sureform stapler 60 and was found to have a firing failure. The reload was found to have cartridge damage. Lodged staple pieces were found wedged in between the reload in front of the exposed knife, causing it to jam. The pieces were removed from in between the reload and the shuttle was fully deployed. The knife was inspected and there was damage found. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was also cartridge damage observed. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: error 22030 "a sureform 60, force fire failed in its operation on universal surgical manipulator 3. Failure mode: firing failure / general failure. Sureform 60, force fire." A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. A blade exposed icon and message will appear if the firing sequence is interrupted. The probable root cause of the firing failure can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Furthermore, the probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler misfired. The logs showed error 22030 pointing to a firing failure. The procedure was completed with no reported injury.